Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Provided images were reviewed my manufacturer. Some images indicated the presence of radiopaque substance around the hip joint surface area.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Additional product code: hsb. Other UDI: (B)(4). This report is for unknown traumacem v+ cement/unknown lot number. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Facillity phone: (B)(6). The 510k#: unknown without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a cement leakage into joint occurred during a pfna augmentation case in late 2015 (presented by the surgeon during 11th european aotk expert's symposium). Root cause could not be identified. This complaint involves (1) part. Concomitant part reported: 1x unknown blade, part unk, lot unk. This report is 1 of 1 for (B)(4).